Manufacturer narrative:
As reported, the 8mm 4cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was not able to be inflated enough and the pressure did not rise. It occurred before the pressure reaches its nominal pressure. Therefore, it was replaced with another non-cordis balloon catheter and the procedure was completed. The physician suspected if it ruptured. There was no reported patient injury. The device reached the lesion and a non-cordis inflation device inflated the saber rx balloon catheter. The saber rx pta was prepped as per the instructions for use (IFU) and it was inserted into the patient to inflate the lesion. The lesion was the right common iliac artery which had stenosis. An ipsilateral retrograde approach was made from the right common femoral artery. A 6f 11cm non-cordis sheath was used. The product was returned for analysis. A non-sterile saber rx 8mm x 4cm 155 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon had been previously inflated. Blood residues were observed inside the balloon. No anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. Balloon inflated as expected; nevertheless, a leakage of water was observed on the balloon¿s proximal area. Per sem analysis on the balloon leakage observed during inflation test, results showed that the balloon burst was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface probably led to the rupture condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82191580 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty - unable to inflate¿ was not confirmed during device analysis. Per the inflation testing that was performed, the balloon inflated as expected. However, the reported ¿balloon burst¿ was confirmed via device analysis. A leakage was noted through analysis of the returned device as a rupture was noted on the balloon surface. The outer surface of the balloon presented evidence of scratch marks near the balloon rupture. The vessel was described as having stenosis, it is likely these characteristics may have contributed to the reported event as evidenced by device analysis. The balloon material near the rupture, appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant medical products: sheath (6f 11 cm terumo), inflation device (boston scientific), unknown balloon catheter. Number is: (B)(6). The device is available for analysis but has not been returned yet. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the saber device in this report is not sold in the u.s. However, it is similar to other cordis pta balloon catheters that are sold in the u.s., with the lit pro code.

Event description:
As reported, the 8mm 4cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter was not able to be inflated enough and the pressure did not rise. It occurred before the pressure reaches its nominal pressure. Therefore, it was replaced with another non-cordis balloon catheter and the procedure was completed. The physician suspected if it ruptured. There was no reported patient injury. The device reached the lesion and a non-cordis inflation device inflated the saber rx balloon catheter. The saber rx pta was prepped as per the instructions for use (IFU) and it was inserted into the patient to inflate the lesion. The lesion was the right common iliac artery which had stenosis. An ipsilateral retrograde approach was made from the right common femoral artery. A 6f 11cm non-cordis sheath was used. The device will be returned for analysis